Event description:
The customer reported a shattered touchscreen on their pump, rendering it unresponsive and unable to interact with. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer reverted to an alternate method of insulin delivery.